Event description:
Our pharmacy utilizes a bd pharmopack packaging machine for some medication packaging. We identified that we had a refill of methocarbamol 750mg that was able to be packaged incorrectly as keppra 750mg. The packager canisters are designed to be ndc specific and should prevent from errors such as this.